Manufacturer narrative:
A fracture of the conductor was noted at fractured at 33.9 cm from the distal tip consistent with fatigue. This fracture is consistent with the observation from the field of high pacing threshold and separation.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient presented prior to an upgrade procedure with a right atrial lead (ra) that exhibited high pacing threshold. Initial fluoroscopy of leads showed separation in proximal area after it was disconnected from the device. The physician attempted to insert a stylet but met significant resistance. The lead was extracted and replaced. Patient was stable pre and post procedure.